Event description:
A complete revision total hip replacement had to be performed due to pain associated with apparent sensitivity to the metal on metal articulation of the bearing surface of the total hip replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.